Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Event description:
New information on 4/6/17 stated that the lead was explanted. No further information was available.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture. It was suspected that the lead had dislodged. The lead was repositioned with no issues. The patient was in stable condition prior, during, and post operation.